Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings and that she had received a lost sensor alert. The blood glucose reading was 113 mg/dl. Nothing further was reported.